Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number 8ncx5p. However, transmitters with serial number 8lpyuu and 8mldg2 were returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 volts. A review of the share logs was performed and transmitter failed error for serial number 8ncx5p was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).